Event description:
The patient came in due to signs of infection and the pathogen was unknown. At 2 months post primary the surgeon performed a washout and poly swap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 march 2023: lot 2200931: (B)(4) manufactured and released on 28-mar-2022. Expiration date: 2027-03-10. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.